Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The beam was aligned and calibrated. The tracking was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with dark and fuzzy images. No patient injury was reported.